Event description:
It was reported by a company rep that there were impedances >20,000 ohms on contacts 0, 1, 2 & 3. However, the device registration system (drs) showed only 3 quads implanted. The rep was informed that there was no quad at 0-3 contacts. Rep was to confirm with x-ray and re-program the device. The leads were reported to have migrated and a revision had been scheduled. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).